Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer and a healthcare provider regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump for intractable spasticity and head/brain injury. The date of the event was (B)(6) 2011. Medical history was severe traumatic brain injury following a motor vehicle accident in 2008. The patient was wheelchair bound with static encephalopathy with spastic quadriparesis and spasticity of cerebral origin sleeps most of the time, and is nonverbal. Asthma. Cataract surgery, cholecystectomy. Allergy to levaquin. Concomitant medications: allegra, aspirin, calcium, cerovite, dulcolax, milk of magnesia, ritalin, robitussin, thera tears, vitamin b complex, vitamin c, vitamin d, zantac, baclofen 20 mg see h.s. 10 mg a.m., and p.r.n. Ibuprofen. The patient underwent a successful low-dose baclofen trial on (B)(6) 2011. The patient had a pump implanted on (B)(6) 2011 and did well following surgery. The indication for the pump was to facilitate his general care and level of comfort. The patient was noted to have some fixed contracture deformity of the upper extremities with better range of motion in the lower extremities. The patient had a single episode of bradycardia observed by the hospitalist and this resolved without further intervention. The patient tolerated the procedure well and was awakened, extubated and taken to post anesthesia care unit in stable condition. The patient was restarted on his home feeding and medication schedule. The patient's tone remained stable, the incisions looked good, and he was felt to be stable. The patient was discharged on (B)(6) 2011 to home to follow up in the clinic in 7-10 days. The patient followed up in the clinic on (B)(6) 2011 and at that time was afebrile with normal appearing healing incisions and some improvement in tone. The physician received a call on (B)(6) 2011 in the evening that the patient had developed some drainage from the incision. The patient presented to the clinic on (B)(6) 2011 and was found to have and actively draining purulence through the abdominal incision with some erythema around the wound. There were steri-strips over the incision which was not placed at the time of surgery. The incision looked fairly good. The patient did not appear to be particularly uncomfortable. The patient was admitted to the hospital on (B)(6) 2011 for removal of the baclofen pump. The plan was to obtain baseline laboratory studies, wound cultures, hold tube feedings, start intravenous fluids and intravenous antibiotic management based on culture results. An infectious disease consult was planned for perioperative and a hospitalist to see him for general medical and nutritional management. On (B)(6) 2011, incision and drainage and revision of the abdominal wound was done with placement of a hemovac drain. The pocket contained purulence with a faint odor, reminiscent of pseudomonas. Gram stain and culture specimens were obtained and submitted for analysis. The purulence was aspirated. The patient had a wound infection, subsequently demonstrated to be secondary to (B)(6) and pseudomonas. The pump and catheter were removed. The patient tolerated the procedure well. The patient was awakened, extubated, and taken to the post anesthesia care unit in stable condition. The patient was seen by infectious diseases following removal of the pump and drainage of the wound. The patient had been maintained on vancomycin and meropenem and developed oral thrush which required institution of diflucan therapy. The patient was afebrile, stable, tolerating his tube feedings. The incision looked good and the hemovac was draining minimal amounts per 12 hour shift. The patient's tone was stable and ready for discharge. The patient was discharged on (B)(6) 2011 to a care home. The discharge diagnoses (B)(6) and pseudomonas baclofen pump abdominal wound infect ion, chronic anemia with acute component and thrush. The patient was to follow up with the physician in 7-10 days. Discharge medications were to continue as preoperatively with the addition of meropenem 1 gram intravenous every 8 hours, vancomycin 1,500 mg intravenous every 12 hours, baclofen 20 mg per feeding tube four times daily, diflucan 100 mg per feeding tube or orally once daily.